Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an adenoidectomy, sparks and smoke were found coming out from the evac 70 xtra hp coblator ii electrode. There was a delay of 30 minutes or less, using a back-up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. There were no sparks or smoke observed during functional testing. A review of the customer provided image shows the packaging and confirms part number eic5874-01 and lot number 2035988. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded these were isolated events. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.